Event description:
Et tube connection did not fit into the connection for the ventilator, it was the wrong shape. The et tube required replacement with a different lot# and there were no further issues